Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, after the dissection process was completed, the harvester set up the hemopro 2 to begin branch ligation. However, it was noticed that the metal within the jaws of the bisector had separated from the jaws. Due to this defect, it was decided that the device was not safe to use and therefore the device was immediately removed from the surgical field. A new hemopro 2 kit was opened and the case was finished with no further issues. No injuries occurred due to the defect.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10, h11 corrected section: e-3 "other healthcare professional" to "administrator / supervisor" the lot # 3000239591 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure the device was returned to the factory for evaluation on 06/27/2022. An investigation was conducted on 07/26/2022. A visual inspection was conducted. No signs of blood or clinical use were present on any part of the device. The heater wire was visibly flexed away from the hot jaw and remained attached at the tip of the jaw. No defects on the clear silicone insulation were observed on the hot or cold jaws. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed.

Event description:
N/a.